Event description:
Sorin group received a report that at the on-set of bypass, the level sensor did not properly alarm on an empty reservoir. It was reported that the level alarm was delayed a few seconds when the blood level fell below the detection area and air entered the system. The perfusionist manually stopped the pump and de-aired the system to resume bypass. The case continued without any further issues. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(6) manufactures the sensor, low level ii. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that during a procedure, the level sensor did not properly alarm on an empty reservoir. It was reported that the level alarm was delayed a few seconds when the blood level fell below the detection area and air entered the system. The perfusionist manually stopped the pump and de-aired the system to resume bypass. The case continued without any further issues. It was noted at the end of the case that when the reservoir was being emptied, the level sensor delayed in alarming a few seconds until after the reservoir was empty. There was no patient injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.